Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's friend was reported via phone call that, the customer had high blood glucose of 600 mg/dl. Customer's friend noticed that it said meter off and that is how she found out the meter was not sending to pump. Customer's friend reported that customer has been ill, she had the flu and a few insulin reactions. Customer treated high blood glucose with manual injection which did bring the blood glucose down. Customer declined troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis.